Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. We followed up with the customer to obtain incident-related samples and photos, but no further information was available. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported that there is a loss of seal between the end of the tubing and the end of the tulip needle. Once the needle is in the vein and the tube is connected, blood begins to flow into the tube and between the device, causing a significant loss of blood outside the device. New blood collection wings are less optimal in terms of dexterity and quality. Sol-care safety blood collection needles blue and green model. More specifically, the tubing is much less easy and comfortable to use, and the plastic part of the winged needle tends to move when searching for a vein during blood collection. Blood sampling with blue wings, type sol-care 110201030030, batch 0541120006, in the clinic. Hole in the tubing at the connection between the tubing and the white part screwed onto the vacutainer. Blood collection was impossible because the tubes did not fill up due to vacuum loss. Consequence: patient had to be pricked again.

Manufacturer narrative:
Investigation inprogress. No samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.